Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed alleged failure: flickering probable root cause: cables, connectors, sources, or sinks. Capture card, motherboard, power supply. Sdc firmware. Over-heating. (Air duct, fans, heat sinks, dust, vents) sdc application software, clarity package. Clarity algorithm. Manufacturing defects. (Process, workmanship) use error. Probable root cause: cables, connectors, sources, or sinks. Capture card, motherboard, power supply. Sdc firmware. Over-heating. (Air duct, fans, heat sinks, dust, vents) sdc application software, clarity package. Clarity algorithm. Manufacturing defects. (Process, workmanship) manufacture date is not known the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.